Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information indicated that the explanted right ventricular (rv) lead had been dislodged and had a tissue in the helix. No additional adverse patient effects were reported.